Manufacturer narrative:
Review of this case has determined that the system error occurred before use. This would prevent use of the unit. This was not a reportable malfunction. Review of this case has determined that the system error occurred before use. This would prevent use of the unit. This was not a reportable malfunction.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The serial port board was replaced to resolve the reported issue. No report of patient involvement. Incident date unknown at time of MDR filing. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit crashed with a system error. There was no report of patient involvement.